Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. The customer's blood glucose (bg) level was 265 mg/dl and was addressed with a manual injection. During troubleshooting, tandem technical support (cts) instructed the customer to disconnect at the luer lock and perform fill tubing again. Customer reported insulin was seen; however, insulin "did not bubble up". Customer performed fill tubing with 16 units of insulin and did not see insulin coming up into the luer lock. The customer called back when insulin was at room temperature; customer successfully changed out all supplies (cartridge and infusion set) and was able to resume insulin delivery. At the time of follow up call, the customer's bg level stabilized to 180 mg/dl.